Event description:
The customer stated that he lost consciousness while he was at his doctor's office. The customer regained consciousness, and was able to troubleshoot. The customer stated that he had been experiencing low blood glucose levels for the past six weeks. The insulin pump was programmed correctly. The reservoir volume was accurate. The insulin pump was not exposed to high magnetic fields. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.